Event description:
A customer reported that only part of their screen was showing. Customer stated that various segments were missing from the "hundred, tens and units". A request was made to return the system for evaluation. In the meantime a replacement unit was provided.